Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing residual air from the cartridge. Customer was educated on cartridge/insulin use. Customer changed supplies and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.